Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the green pump running arrow not lighting up on the system controller was unable to be confirmed. Provided information stated that the pump was still operating as intended, despite the observed light emitting diode (led) issue. It was stated that the heartmate 3 system controller (serial number (B)(6) was exchanged and discarded by the hospital. No images of the issue were available. The root cause of the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 left ventricular assist system (lvas) patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 IFU with heartmate touch section 2 ¿system operations¿ describe the system controller user interface, including all lights, symbols, and on-screen messages, and explain how to perform a system controller self-test. The heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 IFU with heartmate touch under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook, section 6 "equipment maintenance", and heartmate 3 IFU, section 8 "equipment storage and care", describe how to care for and clean all equipment. The heartmate 3 patient handbook, section 10 ¿ ¿safety checklists¿, and heartmate 3 IFU, section f - ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the system controller was exchanged.

Manufacturer narrative:
Section a: patient information was not provided due to patient privacy laws. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the green arrow on the system controller was not lit up. Pump was working as intended. The controller would be exchanged.